Manufacturer narrative:
D1: heartware ventricular assist system ¿controller 2.0 d4: model #:  1420/ catalog #:1420/ expiration date: 30-nov-2022. Serial or lot#:  con417222. UDI #: (B)(4). D9: no h3: no h4: mfg date:  0-nov-2021. H5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited loss of power and that review of log file data revealed history of multiple motor start events with parameters outside of the typical range.  The controller and ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and the controller ((B)(6)) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on 9/aug/2022 at 10:59:52, on 10/nov/2023 at 03:08:16, on 3/mar/2024 at 09:39:58, and on 14/mar/2024 at 09:25:28, and on 15/mar/2024 at 08:04:46 in which the motor start parameters were atypical. Log file analysis revealed an increase in power consumption and estimated flows beginning on 14/mar/2024 followed by a return to baseline parameters on 17/mar/2024. In addition, several intermittent decreases in power consumption and estimated flow were observed since 27/mar/2024. Furthermore, five (5) low flow alarms have been logged since 27/mar/2024. Review of the controller also log files revealed five (5) controller power-up events, with associated motor start events, logged on 3/mar/2024 at 09:22:12, 09:39:54, and 09:41:00, on 14/mar/2024 at 09:25:22, and on 15/mar/2024 at 08:04:46. The controller was without power for greater than an hour during the fourth controller loss of power. The controller was without power for an average of 42 seconds for the other loss of power. No anomalies were recorded leading up to the losses of power. As a result, the reported events were confirmed. Based on the available information the device may have caused or contributed to the reported low flow event high power event. Based on the historical review of similar high power events, the most likely root cause of the observed high power event may be attributed to external factors such as thrombus formation/ingestion. Based on risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. A possible root cause of the loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is also being submitted for a correction to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that review of log file data also revealed low flow alarms.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Revised product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed motor start events recorded on 9/aug/2022 at 10:59:52, on 10/nov/2023 at 03:08:16, on 3/mar/2024 at 09:39:58, and on 14/mar/2024 at 09:25:28, and on 15/mar/2024 at 08:04:46 in which the motor start parameters were atypical. Log file analysis revealed an increase in power consumption and estimated flows beginning on (B)(6)2024 followed by a return to baseline parameters on (B)(6)2024. In addition, several intermittent decreases in power consumption and estimated flow were observed since (B)(6)2024. Furthermore, five (5) low flow alarms have been logged since (B)(6)2024. Review of the controller also log files revealed five (5) controller power-up events, with associated motor start events, logged on /14mar/2024 at 09:22:12, 09:39:54, and 09:41:00, on 14/mar/2024 at 09:25:22, and on 15/mar/2024 at 08:04:46. The controller was without power for greater than an hour during the fourth controller loss of power. The controller was without power for an average of 42 seconds for the other loss of power. No anomalies were recorded leading up to the losses of power. As a result, the reported events were confirmed. Based on the available information the device may have caused or contributed to the reported low flow and high-power event. Based on the historical review of similar high-power events, the most likely root cause of the observed high power event may be attributed to external factors such as thrombus formation/ingestion. Based on risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. A possible root cause of the loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.